Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini meter displayed a battery indicator. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue began on (B)(6) 2015 at 08:30 am. The patient detailed that he manages his diabetes by self-adjusting his insulin doses and stated that since (B)(6) 2008 he had been increasing his food or drink intake. The patient claimed that on (B)(6) 2015 at 03:00 am, after the meter issue had occurred, he developed symptoms of feeling ¿shaky, sweaty and headache¿ and that 03:15 am he was treated in an emergency room (ER) with 20 units of insulin. The patient reported that on (B)(6) 2015 at 03:30 am, whilst in the ER, he had his blood glucose tested on an ER meter which gave a result of 34 mg/dl. At the time of troubleshooting the cca noted that there was no apparent misuse of the meter and the batteries did not require replacing. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury and received medical intervention from a healthcare professional after the alleged meter issue occurred.